Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were implanted, reducing the mr to 1+. On (B)(6) 2018, the patient was re-admitted due to an increase mr of 4+. On (B)(6) 2018, a control echocardiogram was performed, which found that the most lateral clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). There was no chordal or leaflet damage. A procedure will be performed to treat the slda. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. However, the reported mitral regurgitation (mr) appears to be related to slda. The reported patient effect of worsening mr as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.